Manufacturer narrative:
Additional information received: surgery: ablation of panta. Patient - male date of surgery - (B)(6) 2018.

Manufacturer narrative:
The device involved in the reported incident has been received for evaluation. An investigation has been initiated based on the reported information. Four (4) of 4 reports. Other mfg report numbers: 9615741-2018-00099, -9615741-2018-00100, 9615741-2018-00101.

Event description:
It was reported that the device broke and surgeons had to force to be able to take off the devices. The support device and thread axis were stuck. The event lead to surgical delay, unknown for how long, and is unknown if the event lead to an incident.

Manufacturer narrative:
Incident is confirmed: body of the support device p/n 519110nd is broken at the level of the nail reception axis. Crack starts at the stainless-steel diameter 4 mm cylindrical pin. One arm of the compression wheel p/n 519135nd is also broken. Devices have been disassembled for examination: 15 x 2 mm threads of the threaded axis p/n 519131nd and nail reception axis are not damaged and work perfectly together. M5 threads of the nail fixation axis p/n 519120nd and the nail inserted, were stuck together. However, they are not damaged. The failure analysis confirms that tremendous force has been applied on this assembly. Review and comparison of surgical technique shows improper use of panta instrumentation that causes its breakage. Indeed, instrumentation intended for insertion of the panta nail and compression, must not be used for removal. As the breakage of the components was caused by a misuse, no design change and DHR review is performed.

Event description:
N/a.